Manufacturer narrative:
Testing was performed on retained kit lot 094451 with the following internal serum/plasma control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 094451 were reviewed. Release testing was valid and the lot was found to be performing as expected. Additionally, the manufacturing batch records for lot 094451 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 094451 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported 3 (B)(6) results on serum samples tested with 3 alere determine hiv 1/2 ag/ab combo devices. Subsequent confirmatory testing demonstrated (B)(6) results. There is insufficient information to determine if a malfunction occurred. The patient was pregnant at the time of testing however, age, treatment, and patient outcome are unknown.